Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) implanted: (B)(6)2013 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6)2013 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of stimulation being in wrong location was due to the surgeon of patient's last back surgery, moving the leads to a new position in patient's spine. No actions/interventions were taken at the time, it has been off too long and now patient can't charge it. The issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient recently had a back surgery (unrelated). During the procedure, they moved his device and now, he's having some problems. Things are not exactly working as exactly as they should be doing. Things are vibrating that shouldn't be, and things aren't working that should be working. Patient wanted to know how to get it reprogrammed. Patient said the stim is the only thing that gives him the ability to sleep at night. He has been very guarded about turning it on because he knew they had moved it. The segments are not in the same position. One is even lower than the other one as far as the positioning goes, and the doctor said they may have to remove it completely during the surgery but they didn't. He was afraid to turn it on for fear of what it might do. Then when he did turn it on it nailed him in right leg like there was no yesterday. He finally got the volume down to where it is allowing him to sleep at night. But things are still not right. But at least he gets some sleep. Turned it off before went into surgery june 12th. Patient went over 4 weeks with no pain medication and no sleep. He lost 16 pounds. Turned stim on and finally got some sleep. Patient now goes to the (B)(6) because he is 70% disabled, and his doctor moved to a different state. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that since the patient's ins was moved during their back surgery the implant was doing weird things like stimulating the wrong area, so he shut the ins off since then and now he would like to get the ins working again. The patient stated he is scheduled for an MRI on (B)(6) 2020 and they will not do the MRI without the ins doing into MRI mode. No further complications were reported. No patient symptoms were reported.